Event description:
During an af procedure, air leakage was detected from the valve of the agilis 13f sheath during the re-insertion of the advisor hd grid catheter. Insertion difficulty of both advisor hd grid and volt catheter was noted prior to the valve leakage. The agilis 13f sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. The device was returned for a gas leak and catheter insertion difficulty. The reported leak was confirmed. The reported catheter insertion difficulty could not be confirmed. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when a dilator from current inventory was inserted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown. The cause of the reported insertion difficulty remains unknown.